Event description:
The pt was revised because of pain, possible infection.

Manufacturer narrative:
No product was returned. A search of the complaint database did not find any additional reports of infection for the product code/lots provided. The investigation could not verify or draw any conclusions about the reported infection; however, infection after approx 8 years implantation is unlikely product error related. The investigation found that the tibial insert component was part of a recall that linked knee pain to the design of the insert. Although impingement was not indicated in this report and information obtained in the original recall investigation cited early postoperative complications due to impingement, it cannot be ruled out as a possible contributing factor. This product has been discontinued. The investigation did not indicate a need for corrective action. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.